Manufacturer narrative:
H11: in a good faith effort (gfe) response from the biomedical engineer (bme) received on 17-apr-2024, it was clarified that the device issue initially occurred outside of use on a test circuit during maintenance, not while in clinical use. In a gfe response from the bme received on 19-apr-2024, it was confirmed that the maintenance the issue was found during was a performance verification test (pvt), and it was the air flow accuracy portion of the pvt which failed. Based on this information, this is not a reportable event.

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was an alarm for low volume. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) advised the customer to replace the flow sensor assembly (fsa). The rse advised the customer that during installation of the fsa, the customer should be sure to use krytox on the new gaskets and seals. It was also advised to watch the pins from the autozero solenoids to make sure that they are seated in the data acquisition (da) printed circuit board assembly (pcba) correctly. In a good faith effort (gfe) response from a field service engineer (fse), it was stated that the replacement fsa had been delivered and installed into the device. The connections between the solenoids and da pcba were confirmed to be good. The fse stated that the device was still down pending completion of preventative maintenance. The patient information from the time of the event was stated to be unknown. This investigation is ongoing.